Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit experienced an e-1 error. It was further reported that this caused a delay in the case. However, no medical intervention was required.